Manufacturer narrative:
Customer reports an object loose with syringe. The complaint condition was confirmed from the sample and images provided by the customer. Complaint information was forwarded to the manufacturing site where they performed a review of this lot's device history record and did not find any related issues reported during the manufacture and assembly of this lot of product. A material analysis was performed on the foreign object and it was determined to be a piece of plastic. A multifunctional review of the manufacturing process was conducted by the supplier. A review of all work orders related to the assembly machine was conducted and found no evidence of work completed that had the known potential to create loose contamination. The syringe assembly unit and all points of contact between the machine and interior of the syringe were reviewed. All areas were found to be clean and no signs of wear were observed. Black material was found coming off the gripper used to hold and spin the nut; however, it is believed to have a low risk of entering the syringe barrel because it is at the base plate of the machine and has no contact with the interior of the part during the assembly. The review indicated that the occurrence of foreign material contamination was an isolated event and corrective action on the reported lot is not warranted. Quality assurance will continue to monitor and trend for similar issues.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Complaint report received from (B)(6) of an object loose within the syringe. This was noticed when the syringe was removed from the packaging and was not used on a patient. No reported injury. The syringe has been returned for investigation/material analysis. This is the first complaint of this nature for this lot.